Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error with red x. The customer¿s blood glucose level was unknown. Customer stated that she pulled the battery out 20 minute ago and still beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to electronic assemblies.